Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. Method: a sample device was returned and is currently under investigation.

Event description:
A report was received stating that upon placement of the listed tracheostomy tube on a homecare patient, the tube was found to be too long. The patient was brought to the emergency room where the tube was replaced. No incident related medical sequelae were reported.